Event description:
Failure to osseointegrate. The material number has been updated. The batch number has also been provided. The corrected information is provided in this follow up report.

Event description:
Failure to osseointegrate